Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unable to verify no button response due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. The buttons were unresponsive. The insulin pump was not exposed to change in altitude. It was also reported that the display was black and remained black even after a battery change. There was no indication of the issues being resolved during the call. The insulin pump will be returned for analysis.